Event description:
It was reported that during use the device failed and got blocked. The issue was solved with a backup device and there was no delay.

Manufacturer narrative:
H10, h3, h6: the device, used in treatment, has not been returned for evaluation. No additional information was provided, we are unable to establish a relationship between the reported event and the device or determine a root cause at this time. The serial number provided is not a valid number for this part and thus a manufacturing record review could not be conducted. However, at this time we have no reason to suspect that the product did not meet specifications at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the past years. Alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. The instructions for use offer further guidance with regards to false alarms. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that during use, the device alarms "device failed" and then stops. The issue was solved with a backup device with no delay. No patient harm reported.